Event description:
There was an allegation of a questionable sodium electrode result for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150.6 mmol/l. The repeat result on a different cobas pro was 141 mmol/l. The repeat result was deemed to be correct. The sample was repeated because the doctor had concerns about the initial result and requested that it be repeated.

Manufacturer narrative:
The sodium electrode lot number is esl75, and the expiration date was not provided. Qc and calibration were passing at the time of the event. A field service engineer (fse) determined that all of the seals were worn and needed to be replaced, and replaced them. The fse performed air purges and 2 reagent primes. Performed ion-selective electrode (ise) check again, and it looked good. Air purges, calibration, and qc were successfully performed. The fse ran a 21-cup precision check, as well as a precision check on one of the complaint samples. The customer reviewed the results, and they were acceptable. The investigation determined that the service action resolved the issue.